Event description:
The customer reported that hemolysis potentially occurred during a procedure on a rika device. Hemolysis was noted in the plasma bottle during donor disconnect. No alarms occurred during the run. The patient is reportable as stable and no medical intervention was needed. Full collection ID: (B)(6) the collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: lot number, manufacture and expiry date are not available at this time.  Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that hemolysis potentially occurred during a procedure on a rika device. Hemolysis was noted in the plasma bottle during donor disconnect. No alarms occurred during the run. The patient is reportable as stable and no medical intervention was needed. Full collection ID: (B)(6). The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: lot number, manufacture and expiry date are not available at this time. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. Per additional internal analysis, the plasma looked extremely dark and not the bright red that is associated with rbc spillover or a hemolyzed plasma. No further reporting will be provided as this does not represent a reportable event.